Event description:
It was reported that lead damage was alleged on the right ventricular (rv) lead. During the revision procedure, blood was observed to be in the rv lead. As a result, the rv lead was explanted and replaced to resolve the event. The patient was stable and will continue to be monitored.

Manufacturer narrative:
The reported event of lead break could not be confirmed, while the reported event of blood contamination was confirmed. As received, only the distal portion of the lead was returned in one piece for analysis. Electrical testing did not find any indication of conductor fractures or internal shorts. X-ray examination found the helix and the inner coil were stretched, which is consistent with procedural damage. Visual inspection of the lead found blood/tissue covering the distal region. The lead body was damaged and blood was noted in the coils, which is consistent with procedural damage.